Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was under delivering. The customer had high blood glucose. The current blood glucose level was 106 mg/dl. Customer reported that in morning blood glucose went up and in night blood glucose climbed higher with 3 injections. The same thing happened on the 630g. 30units injections plus boluses for corrections. Was delivering boluses and blood glucose not coming down. The device will not be returned for the analysis.